Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator failed test for o2 low flow. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed test for o2 low flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. In addition to the above evaluation, cord retainer missing or broken - cable clamp replaced, base enclosure - base enclosure assembly replaced, which was not related to the malfunction/issue. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.